Manufacturer narrative:
Product evaluation: there was no product returned. Only a split fiber that appears bluish-black (under direct lighting) was returned placed inside a self-sealed non-manufacturer autoclave pouch. The returned bluish-black fiber may have been interpreted as the reported complaint of "black fiber noted on lens after implant". The device and lens were not returned. The product carton was not returned. The blister tray nor any packaging product identification components were returned with the foreign material sample. Product and event information was written in black marker on the pouch. The product investigation could not identify a root cause for the complaint of "black fiber noted on lens after implanted". The lens is a clear lens model preloaded into an opaque colored delivery system. No item of the product or packaging was returned for evaluation. Only a fiber was returned. The returned fiber has the typical appearance of a cotton fiber, which is a common contaminant found in manufacturing sites and surgical suites. It is not possible to confirm the origin of the fiber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; however, the black fiber was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the surgeon noted a black fiber on the lens. He felt it was attached to the lens, he was able to remove the fiber from the eye during the same case and complete the surgery with no harm to the patient. No additional information was provided.